Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage at the connector was able to be confirmed. The mobile power unit (mpu) (serial number: (B)(6) was returned for analysis to the service depot and was evaluated and tested. Damage to the connector was visually confirmed. The mpu was functionally tested and was found to operate as intended. The patient rejected any repairs and requested the mpu to be scrapped. The mpu was sent to product performance engineering (ppe) for further evaluation. The mpu was further investigated by ppe. The mpu was connected to a mock loop and was able to function as intended; however, there was difficulty connecting the controller to the connector. No further testing was performed. The root cause of the reported event was unable to be conclusively determined through this investigation. During the investigation there was an incidental finding of fluid ingress in the patient cable near the controller connector. The device history records were reviewed for the mpu (serial number: (B)(6) and was found to pass all manufacturing and quality assurance specifications before being shipped to the customer on 06mar2019. Heartmate iii instructions for use (IFU) section 2 entitled ¿system operations¿ and heartmate iii patient handbook section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use including how to ensure that the controllers and equipment do not get wet. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information has been provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the mobile power unit (mpu) patient cable was damaged at the connector.